Manufacturer narrative:
H4: lot manufactured between october 15, 2020 to october 16, 2020. H10: the device was received for evaluation. Visual inspection revealed the bladder was ruptured. The ruptured bladder was inspected for signs of abnormality that could have contributed to the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause is related to the material used during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling. The device was filled manually with unspecified medication using a syringe. There was no patient involvement. No additional information is available.